Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint of " jaws of instrument do not align. The instrument broke along cable at articulating wrist. A small piece broke off into patient." The instrument was found to have a broken grip at the grip base. Failure analysis found the primary failure of a broken grip to be related to the customer reported complaint. A piece approximately 0.17" x 0.07" was found to be broken off the wrist assembly. The broken piece was not returned. The root cause is attributed to mishandling/misuse, such as excess force applied to the instrument jaws. A review of the site's complaint history does not show any additional complaints related to this product. No image or video clip for the reported event was submitted for review. A review of instrument log was performed. The instrument was last used on (B)(6) 2022 on system (B)(4) for 1:19:39. The force bipolar instrument has 5 uses remaining after last use. This complaint is being reported due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, a maryland bipolar instrument broke and a piece of the instrument fell into the patient. The customer called in from outside the operating room (or) to report the issue. The staff reported that the jaws would not open on the instrument. The staff was able to use the instrument release kit (irk) tool to open the jaws and remove the instrument. While removing the instrument, part of the wrist fell off, into the patient. The staff retrieved the piece and was planning to RMA the instrument. The intuitive surgical, inc. (Isi) technical support engineer (tse) asked the caller if the arm worked fine after that and she did not know. The procedure was completed. Isi followed up with the initial reporter and obtained the following additional information: during hysterectomy vaginal cuff closure, the force bipolar instrument was being used in arm #1 and the suture cut needle driver instrument was being used in arm #3. The v-lock suture was inadvertently placed through the middle of the force bipolar grasper as the cuff was sutured. Prior to this being recognized, the device was attempted to be opened but it was unsuccessful. Then, the suture was cut and removed from the grasper. However, the device was still unable to be opened and remained grasping the vaginal cuff. The manual device was successfully utilized to open the jaws. At that time, a piece of the instrument was noted to fall from the device and onto the omentum. The force bipolar grasper was removed from the abdomen as was the dislodged fragment of the instrument. The force bipolar was not used again during the procedure and a maryland bipolar instrument was substituted. There was no damage to the tissue or bleeding. The grasper was placed through the assistant port to retrieve the fragment. The surgeon inspected the abdominal cavity for remaining fragments. There were no post-operative tests like an x-ray or ultrasound performed. The surgeon does not know what caused or contributed to the issue. The instrument was in use for approximately 60 minutes and inspected prior to use; no damage was noted. The surgeon did not notice any functionality issues with the instrument until the jaw was stuck. The instrument did not collide with other hard materials during the case. It was confirmed that the fragment fell into the patient while opening the jaws of the instrument. The instrument was not removed prior to the breakage. There was no resistance upon instrument removal from the cannula, no damage to the instrument or cannula was noted. The wrist of the instrument was not straightened upon removal. The patient did not return to the hospital due to post-operative complications. There was no injury to the patient.